Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had lot of air bubbles. The patient¿s blood glucose was 18 mmol/l at the time of the incident. Customer also report insulin flow block alarm. Customer was advised to discontinue use of the device and revert to back up plan per health care professional. The reservoir is not expected to be returned for analysis.